Event description:
Related manufacturer reference number: 2017865-2023-01086. It was reported the patient presented for a routine generator change. During the surgery, the atrial and right ventricular lead's insulation broke when the physician removed the leads. The atrial lead was capped. The right ventricular lead was capped and replaced. The patient was in stable condition.